Event description:
Malfunction of fallopian ring applier during a laparoscopic tubal ligation. The malfunction resulted in the resection of the fallopian tube with subsequent cauterization of the tube for ligation.